Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the pump was not recording blood glucose levels in the pump history. The contact did not have the pump at the time of the report to troubleshoot. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information was provided.